Event description:
Customer reported via phone call to have high blood glucose of 428 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was not able to complete troubleshooting due to not having tubing clamp. Customer was advised to change infusion set, reservoir and insulin and that biting clamp would be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.